Event description:
New information received indicated that another occurrence of noise was detected, and appears to potentially be myopotentials.

Event description:
It was reported that over-sensing of noise that was reproduced in the clinic with isometric exercise was observed on the right ventricular (rv) lead. It was suspected this was likely myopotentials over-sensing. No intervention was performed at this time. There were no adverse health consequences, the patient was stable.